Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, this 58 y/o male patient returned to the surgeons office regarding his right knee. Reason not reported. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time. Corrected data: section b1: adverse event. Section b2: required intervention to prevent permanent impairment/damage (devices). Section h1: type of reportable event. Section h6: health effect - impact code, medical device problem code

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o male patient returned to the surgeons office regarding his right knee. Reason not reported.